Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is possible that the reported phenomenon ¿flickering image¿ occurred because the video function did not work properly due to the kink and knot on the cable. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found a kink/knot on the cable. In addition, the main body outer cover of the housing was faded and there was a leak at the charged couple device (ccd) outer cover, causing the device to fail the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the image on the hd autoclavable camera head was flickering prior to an unknown procedure. The procedure was completed with a similar device and there was no delay in the procedure. There were no reports of patient or user harm associated with this event.